Manufacturer narrative:
(B)(4). Date sent: 9/3/2024. D4: batch # 911c07. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with the anvil bent upwards and without reload present. No functional test was performed due to the condition of the device. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 911c07, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic lobectomy surgery, could not fire with abnormal weak sound. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.